Event description:
During a home visit the hearing aid specialist noticed a wax guard embedded in the hearing aid user's earwax in her ear. The hearing aid user used an over-the-counter ear wash to clean her ear and went to her dr. The dr reported no injury to the ear, and did not find any wax in her ear. The ear wash was successful in removing the waxguard.